Manufacturer narrative:
The device has been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the blade broke while the surgeon started using it. There was no patient impact or injury.

Manufacturer narrative:
Product receipt / condition: 1 opened sample, part number 1884012hr, from lot number hg1s7at. Visually, the middle tube tip broke off at the spiral wrap which would have resulted in the reported event. The portion that became detached measured 0.59¿ long. When viewed under magnification, there was deformation of the locking area on the front hub consistent with aggressive use. The 2nd proximal tooth was bent outward which is an indication of contact with an inappropriate material and/or aggressive use. There was no allegation of a defect prior to use. The information indicates excess pressure was applied during use which caused the deformation of the locking area and damage to the tip. Complaint substantiated. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.